Manufacturer narrative:
Investigation - evaluation: a review of the device history record, complaint history, instructions for use, visual inspection and specifications was conducted on the returned device during the investigation. The device was returned with the handle and the basket formation in the open position. A functional test was performed and it was observed that the handle did actuate the basket formation to open and closed positions. The support sheath appears bowed in appearance. A visual examination of the returned device noted the basket formation had broken wires. A closer observation noted there are 8 points of separation in the basket wires on one of the triangular sections. The complaint device was shipped with instructions for use: (IFU), which clearly states the proper warnings, precautions, and instructions for use with each device. A thorough review of the device history record revealed no non-conformances that may have contributed to this incident. Based on the provided information a definitive root cause cannot be established or reported at this time. We will continue to monitor for similar complaints. Per the quality engineering risk assessment no further action is required. Per the risk assessment no further action is required.

Manufacturer narrative:
The event is currently under investigation. A follow up report will be send upon conclusion.

Event description:
It was reported that a patient underwent a flexible ursl/kidney procedure and the device in use was an ncompass nitinol tipless stone extractor. It was reported that the physician attempted to grab the stone twice with the ncompass before it was discovered that some of the baskets wires were broken. The ncompass was exchanged and the procedure was completed with the new device. There were no unintended sections of the device that remained inside of the patient¿s body, nor did the patient receive any additional procedures due to this occurrence. No further information was provided.